Manufacturer narrative:
Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline vantage system and a phenom-21 catheter were returned for analysis within a shipping box; within an opened pipeline vantage embolization device outer carton; the pipeline vantage within opened pipeline vantage embolization device inner pouch and the phenom-21 catheter within an opened phenom-21 catheter inner pouch. Visual inspection/damage location details: the inner diameter (ID) of the phenom-21 microcatheter inner diameter was found to be 0.021¿ per IFU (instructions for use). Per pipeline vantage device instructions for use (IFU): ¿the pipeline vantage 021 system is designed to be delivered through a compatible micro catheter of 0.021¿ inside diameter at least 135cm in length. Compatibility testing has been performed with the phenom 21 catheter¿. Therefore, the phenom-21 micro catheter was found to be compatible for use with the pipeline vantage. The pipeline vantage braid was returned within phenom hub. The pipeline braid was removed from hub. No bends or kinks were found with the pipeline vantage pushwire. The hypotube and ptfe were found to be intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. The proximal coil was found to be damaged (stretched). The silicone disks were found to be damaged. The dps sleeves were found to be intact. The tip coil was found to be intact. The proximal braid end was found to be collapsed and frayed. The distal braid end was found to be opened and frayed. No other anomalies were observed. No damages were found with the phenom hub; however, the pipeline vantage braid was returned within the phenom hub. No flash or voids molded were observed with the hub. No bends or kinks were found with the catheter body. No damages or irregularities were found with the distal tip and marker band. The catheter total length was measured and found to be ~168.0cm (reference: 166.5cm) and the usable length was found to be ~161.5cm which is within specification (160cm ± 5cm). The catheter was then dissected (cut) to remove the pipeline vantage braid. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as distal braid end was found to be opened. It is likely the failure to open is the result of damaged braid or user deploys braid in vessel bend. The customer reported deploying braid in vessel bend. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. However, the root cause could not be determined. Possible causes for ¿pipeline damaged during delivery/retrieval¿ include high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, and deploying/re-sheathing braid against resistance. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed; however, the root cause could not be determined. Possible causes for ¿catheter resistance¿ are continuous flush rate too low, catheter or delivery system damage or insufficient delivery system hydration. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline vantage failed to open in the middle and distal sections. The patient was being treated for an unruptured fusiform aneurism in the right a1 a2 junction. The max diameter was 3.4. The distal landing zone was 2.8 mm and the proximal landing zone was 2.4 mm. Vessel tortuosity was moderate. The access vessel was the right radial was a diameter of 3 mm. It was indicated the devices were prepared as according to the indication for use (IFU).  The physician was using a 3.5x16 vantage delivered through a phenom 21 to treat a fusiform a1/a2 aneurysm. The distal end of the stent opened on a slant and when going around the a2 a1 bend the stent resisted opening and appeared twisted. He attempted to remove the vantage from the phenom but it detached in the hub. He then placed a new phenom 21 and deployed a vantage 3.5x20 through it with no further incident achieving a good end result. The middle part of the of the pipeline was positioned in the bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed less than or equal to 2 time. The pipeline was resheathed and removed with the microcatheter. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.